Event description:
It was reported that during removal of the spring wire guide from the pt, it unravelled and a piece separated and was retained. At this time, there are no plans to remove the piece of wire, since the pt is terminally ill. There have not been any associated pt complications.